Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and ten months post filter deployment, patient presented with abdominal pain. Subsequent, computed tomography revealed there was an inferior vena cava filter noted in the region of the inferior vena cava. The inferior legs of the inferior vena cava extended out beyond the confines of the inferior vena cava. Approximately four years later, computed tomography revealed there was a caval perforation. 5 o'clock 4.70 mm grade 3 extended to the periosteum of the vertebral body. 7 o'clock 3.60 mm grade 2. 6 o'clock 7.40 mm grade 3 extended to the vertebral body. 4 o'clock 5.50 mm grade 2. 8 o'clock 5.60 mm grade 3 extended to the right psoas muscle. 2 o'clock 5.50 mm grade 2. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.